Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Receipt of device is pending. The investigation is currently in progress.

Event description:
It was reported that the balloon failed to deflate and the shaft of the device separated. There was no difficulty removing the device from the hoop and no difficulty removing the balloon sleeve or mandrel. There were no kinks or damage noted prior to use. The device prepped normally. The intended treatment site was the superficial femoral artery and the popliteal arteries. The lesion was heavily calcified and tortuous. The rate of stenosis was no more than 90%. The complaint device was inserted. The balloon failed to deflate. Reportedly after the separation of the shaft the balloon finally deflated but did not completely deflate. It is unknown how long it took for the balloon to deflate. The device was removed. However part of the device remained in the patient. Another device was inflated in an effort to reportedly trap the shaft of the distal piece of the fractured balloon. The most proximal part of the balloon was in the sheath when inflated to try and trap the fractured part of the sleek device used to remove it. The device then failed to deflate and was deflated using a wire. The type and brand of inflation device used is unknown and this device was not used successfully with other devices. The device was never in an acute bend. The maximum inflation pressure is unknown. There were no adverse consequences to the patient as a result of the failure with the device. There was no patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. It was reported that the balloon failed to deflate and the shaft of the device separated. There was no difficulty removing the device from the hoop and no difficulty removing the balloon sleeve or mandrel. There were no kinks or damage noted prior to use. The device prepped normally. The intended treatment site was the superficial femoral artery and the popliteal arteries. The lesion was heavily calcified and tortuous. The rate of stenosis was no more than 90%. The complaint device was inserted. The balloon failed to deflate. Reportedly after the separation of the shaft the balloon finally deflated but did not completely deflate. It is unknown how long it took for the balloon to deflate. The device was removed. However part of the device remained in the patient. Another device was inflated in an effort to reportedly trap the shaft of the distal piece of the fractured balloon. The most proximal part of the balloon was in the sheath when inflated to try and trap the fractured part of the sleek device used to remove it. The device then failed to deflate and was deflated using a wire. The type and brand of inflation device used is unknown and this device was not used successfully with other devices. The device was never in an acute bend. The maximum inflation pressure is unknown. There were no adverse consequences to the patient as a result of the failure with the device. There was no patient injury reported. The lot history records could not be reviewed as the lot number was unknown. The device was returned for evaluation. The returned sample was in poor condition and internally bloody throughout. No external or internal packing was returned. No sleeve was returned. The device arrived back with a break noted on the hypotube. Only approx. 570mm of the total length of the catheter was returned. The section from before the device marker bands to the hub was not returned. No visual defects were noted on the re-port or transition outer. There was evidence of blood present inside the outer. There was a break on the hypotube. Some points of catheter coating were missing along the length of the catheter hypotube. There was also evidence of a minor bend. There was a kink on the inner, inside the balloon; it was noted approx. 70mm from the distal tip. There was evidence of dried blood noted throughout the balloon. There was no visual evidence of damage on the balloon. No visual defects were noted on the distal or markerbands. A 0.014 guidewire was inserted through the re-port however resistance was felt while advancing the guide wire. On the second attempt the guidewire passed through the device successfully as dried red substance was emitted through the distal tip. An attempt to inflate the device with the guide wire was unsuccessful. As there is the probability that there were blockages throughout the device a 0.014 guide wire was inserted through the end of the device where the break occurred on the hypotube. The guide wire was advanced with resistance to the re-port point. An attempt to inflate the device with the guide wire was unsuccessful. The guide wire was removed and reinserted again and a second attempt of inflation was unsuccessful. This was repeated a third time and the balloon successfully inflated and deflated without issue. The evaluation of the complaint is confirmed for the device separation failure mode reported. The evaluation of the device for failing to deflate was unconfirmed as the balloon deflated without issue. Based upon the available information a definitive root cause cannot be determined for the device separation failure mode. It is unknown whether patient factors (the lesion was heavily calcified and tortuous) handling or procedural techniques have contributed to this reported event. Based on analysis performed no additional action is required at this time. The IFU states: description: ¿ the sleek® percutaneous transluminal angioplasty (pta) peripheral catheter family comprise a range of sizes of rapid exchange catheters for peripheral angioplasty. The catheter¿s proximal tubing is 304v stainless steel and the distal coaxial tubings are nylon co-polymer blend. The lumen of the shaft is used for the purpose of inflating and deflating the balloon. A second lumen at the tip is used for advancing the guidewire. Indications: the sleek® catheters are intended for balloon dilatation of the femoral, popliteal and infra-popliteal arteries. These catheters are not designed to be used in the coronary arteries. Warnings: ¿ reuse, resterilization, reprocessing and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions: ¿ carefully inspect the catheter prior to use to verify that the catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. ¿ proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. ¿ if the hypotube kinks prior to or during use the catheter should be discarded. No attempt should be made to straighten a kink in the hypotube. Storage: store in a cool, dark, dry place. Use the catheter prior to the ¿use by¿ date specified on the package. Directions for use: inspection and preparation ¿ remove the balloon sleeve by first withdrawing the shipping mandrel slightly and then slowly removing the sleeve while holding the catheter as close to the balloon as possible. ¿ if any resistance is felt, or if any stretching of the catheter is observed while removing the balloon sleeve, the product should not be used. ¿ the catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. Deflation and withdrawal ¿ simultaneously withdraw the dilatation catheter and guidewire from the guiding catheter/sheath. As the balloon exits the vessel, use a smooth, gentle, steady, motion. If resistance is felt upon removal then the balloon, guidewire and the guiding catheter/sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and guiding catheter/sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. (B)(4).